Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular lead, the physician had difficulty slitting the catheter. The silicone part could not be cut. The blade was taken back and the silicone was cut again. The process was continued and the system was cut completely. The lead was not implanted and the procedure was terminated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.